Manufacturer narrative:
(B)(4). Date sent: 9/8/2020. One photo received. Upon visual inspection of one photo, the following was observed: the photo shows a tissue piece from top view with a staple line and some staples can be seen no properly formed. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve procedure, there was a staple failure. There was no problem because it was identified intraoperatively and corrected it with another staple. There was no patient consequence reported.